Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). H7- a recall has been initiated and notifications to affected customers in the EU and emea are ongoing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. H3 other text : not returned.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position where during the procedure there were issues while releasing the implant. During release of the first device, the physician noticed the device was turning while turning the release knob. The angle the device turned was about 45 degrees. Physician continued turning the release knob and the device could be successfully released. The outcome was trace and it did not change after release. The patient is doing well.

Manufacturer narrative:
The following sections have been added/updated/corrected: b4, d4, g3, g6, h2, h4, h6 and h10 the complaint for difficult to unscrew and retract implant release knob was confirmed with other empirical evidence. The complaint for difficult to unscrew and retract implant release knob was confirmed with other empirical evidence based on the event reported by the edwards clinical specialist on-site during the procedure. Manufacturing non-conformances were found in the root cause investigation and documented. Available information suggests that multiple root causes in the manufacturing procedure, specifically during implant attachment, allowed for this complaint code to emerge. Recommendations to improve the manufacturing assembly process for implant attachment will be addressed in a CAPA. A pra was also initiated under management discretion due to multiple complaints reported for this issue in a short period of time. Additionally, this pra addresses the increase in severity of harm related to an existing hazardous situation. An fca was initiated to retrieve potentially impacted units in the EU with FDA recall number (B)(4).